Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed, but the device corrected itself. The pod generated an 0x1c expiration alarm. The device was confirmed to have run for 80 hours. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated and bent in the infusion site. As treatment, the patient changed out the pod for a new pod.